Event description:
Alleged the ground loss light is flashing at the foot panel.

Manufacturer narrative:
The facility initially had the bed connected to the emergency power outlet, but when the bed was connected to a normal outlet, the loss of ground light was still on. Repairs have not been completed.